Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient stated that they received a sensor failed error after the two hour warm up. She stated that during the time the sensor failure was observed, she felt "really low". She did not check a finger stick reading at that moment. Her work manager called an ambulance because the patient eventually lost consciousness while working. After paramedic arrival around 1:45 pm, the bg finger stick value was 20 mg/dl, and several minutes later it was 18 mg/dl. She remembered few details from the event. She was treated with IV dextrose in the ambulance and transported to the hospital for treatment. Her bg level had increased to 68 mg/dl. Around 3:00 pm she regained consciousness, and several hours later after bg level had stabilized, she was discharged in stable condition. Prior to being discharged, the patient's blood glucose value was 250 mg/dl and the patient felt fien. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.